Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected from multiple cartridges. Reportedly, the customer was able to withdraw as much as 1000 units of air from the cartridge prior to filling it. It was noted that the customer was using 30 gauge needles as opposed to the standard 26 gauge needle. The customer changed out the cartridge to a new cartridge and was able to complete the load process successfully after using the 26 gauge needle. There was no impact to the customer's blood glucose level.